Manufacturer narrative:
The root cause of the patient's bleeding is still unknown. As of date of this report, no patient harm adverse outcome or injury has been reported. A follow up MDR will be submitted if additional information is obtained. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the patient experienced bleeding. Although it is currently noted that an injury occurred, there is insufficient information to determine if a serious or life-threatening injury occurred. The type, severity, and cause of the injury is unknown, other than the fact "the situation in the operating room (or) was very serious at that time". There is also no indication that the patient received or required medical intervention or was hospitalized due to the injury. At this time, the root cause of the bleeding is unknown.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) had a power failure that could not be resolved. The customer continued with the procedure using a third party esu. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: it was stated that the customer was unable to control the bleeding due to the reported issue and the patient experienced "extra" bleeding during the replacement of the iesu to the replacement third party esu. It was further stated that "the situation in the operating room (or) was very serious at that time". The customer was not able to provide further details. An isi field service engineer was dispatched to the site and found that one of the two fuses was out. To resolve the issue, the fse replaced the fuse.